Event description:
Thoratec engineer inspected driveline, no fault in wiring found. Poss. Controller malfunction. Controller was swapped out. Device function back to normal. Old controller was sent back to thoractec for investigation.